Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to myopotential oversensing. A review of the data by a boston scientific representative confirmed myopotential oversensing and discussed possibly temporarily reprogramming the primary sensing vector and repeating movement maneuvers in the alternate sensing vector to see if one of the sensing vectors looks ok to use. Device data was sent to technical services (ts) for review. Ts reviewed that data and agreed with an in-clinic assessment of all sensing vectors. Ts also discussed performing an x-ray due to the reduction in the r wave since (B)(6) 2023. Additional information noted that the device was reprogrammed to the primary sensing vector and a remote follow up was scheduled. The device remains implanted to date. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to myopotential oversensing. A review of the data by a boston scientific representative confirmed myopotential oversensing and discussed possibly temporarily reprogramming the primary sensing vector and repeating movement maneuvers in the alternate sensing vector to see if one of the sensing vectors looks ok to use. Device data was sent to technical services (ts) for review. Ts reviewed that data and agreed with an in-clinic assessment of all sensing vectors. Ts also discussed performing an x-ray due to the reduction in the r wave since (B)(6) 2023. Additional information noted that the device was reprogrammed to the primary sensing vector and a remote follow up was scheduled. The device remains implanted to date. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to myopotential oversensing. A review of the data by a boston scientific representative confirmed myopotential oversensing and discussed possibly temporarily reprogramming the primary sensing vector and repeating movement maneuvers in the alternate sensing vector to see if one of the sensing vectors looks ok to use. Device data was sent to technical services (ts) for review. Ts reviewed that data and agreed with an in-clinic assessment of all sensing vectors. Ts also discussed performing an x-ray due to the reduction in the r wave since (B)(6) 2023. The device remains implanted to date. No adverse patient effects were reported.